Event description:
It has been reported to philips that power cuts off when turning on the computer. The device was reportedly not in clinical use at the time the issue occurred. There was no reported patient or user harm. The field service engineer (fse) confirmed the reported problem as a power up issue. The fse replace the digitally controlled power supply (dcps). The device was returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. During the troubleshooting, the fse found there was no output from the pdu module and no fan running. Then fse checked the power tray and found the dcps burnt. To resolve the reported issue, the fse replaced the pdu fantray and dcps and pdu control module, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code grid code was corrected.